Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that the basals were incorrect. Troubleshooting was performed and the fixed prime test passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.